Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported having a blank display on the insulin pump. It was noted that the battery was low on the insulin pump. Customer replaced the batteries multiple times however the insulin pump did not turned on. Customer's blood glucose reading at the time of the call was 134 mg/dl. No further information reported.

Manufacturer narrative:
The pump was received with a blank display due to a battery tube connector not being plugged in properly. The pump also had minor scratches on the display window, and cracked battery tube threads. No corrosion was noted on the battery tube.